Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID 97745, serial# (B)(4), product type: programmer; patient product ID (B)(6), serial# (B)(4), product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the was checking his alarm status and ¿pushed a button¿ accidentally and felt the device shocking him. The rep reported that when the patient checked the controller, it showed that he had activated a different program than intended. The rep reported that when the patient tried to decrease intensity he saw a ¿cannot provide intensity settings¿ error message with the number 15 in the lower right corner of the screen. The patient couldn¿t decrease the intensity or turn the device off. The rep reported that the patient didn¿t know how to turn stimulator off and didn¿t remember how to operate the controller. The rep reported that the patient went to the emergency room (ER) and the physician called technical services to receive instruction on how to turn the device off. The rep reported that the device was interrogated on (B)(6) 2019 and all impedances were within normal range. The rep reported that his normal program c was set to an intensity level of 4.3ma. Programs a and b were set to 9 and 12ma. The rep reported that each program was reprogrammed to 0maand then slowly increased to comfort levels. The patient was instructed to turn intensity settings down before activating a program. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via manufacturer representative, regarding a patient's implantable neurostimulator (ins). It was reported that rep received a page to contact emergency department regarding a patient. Doctor reported that patient presented to ed with shocking sensation in legs and that patient could not remember how to turn therapy off. The cause was unknown. Rep talked doctor through process of turning therapy off via the patient programmer. Therapy was turned off by the doctor. The issue was resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.